Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. There was no impact to the customer's blood glucose level. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting. Also, it was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. It was confirmed that the customer had manual injections available.